Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted vaginal hysterectomy, when the surgeon pulled the forceps from the device, the blue parts of the device disengaged together. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.